Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead perforated the atrial wall and dislodged causing a pericardial effusion and cardiac tamponade. Pneumothorax was also reported. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.